Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the large roller pump would not display any message on the screen of the roller pump. The user checked the central control monitor and reported the surgical procedure was completed successfully. The user reported there were no adverse consequences to a pt as a result of this event.